Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused pancreatic cancer that spread to the lungs. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 30 , 2024 and section h10 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused pancreatic cancer that spread to the lungs. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed a dust-like contamination on the front panel, top enclosure and rear panel. A light dust-like material on the bottom enclosure and blower. Evidence of sound abatement foam degradation/breakdown was not observed. Using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 0 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.